Manufacturer narrative:
Product ID: 3889, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an advanced evaluation trial patient by their family member regarding an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient spent overnight in the hospital due to the patient having a fever and the anesthesiologist had punctured through an organ. No complications reported. No further symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional and it was reported that the issue with the patient having a fever and anesthesiologist puncturing through an organ had been resolved. No further complications were reported.